Manufacturer narrative:
H6: corrected component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. D10. Concomitants - product information: 2195409 - 02-010-01-0220 - logic femoral ps cem left sz 2; 2041132 - 02-012-39-2020 - logic tibia fin tray cem sz 2f/2t; 2380097 - 200-02-29 - three peg patella 29mm; 2424059 - 201-78-15 - holding pin mini sharp point 4 pk; 2430861 - 201-78-81 - 3" trocar, mod. Hex 2pk pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak classic device on the left knee and then approximately 10 years later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.